Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation below the nominal pressure, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.